Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had failed. It was further reported that the dependent patient received 12 shocks due to noise. Inhibition was noted along with patient alerts for lead impedance out of range. The medronic device implant database lists the lead as replaced (B)(6) 2010. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Helix length can not be measured due to both conductors distorted within electrode end. Lead was returned with fully retracted helix. Blood/body fluid in/on helix mechanism and proximal conductor(not obstructed). Apparent explant damage.